Event description:
During use of the device for a non-clinical activity, the user observed an error message indicating gas "b" bottle was empty when the gas bottle was actually full. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.